Manufacturer narrative:
The customer contacted a siemens customer care center and reported a discordant, falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 instrument. Calibration and quality controls were acceptable on the day of the event. Siemens further investigated the issue and determined based on the autocheck data that there was no evidence of an instrument malfunction in the autocheck data for the date of the event and days surrounding, with the autocheck passing regularly. There is no concern around wash or aspiration issues being the cause of the discordant result. During investigation of the sample traces, a small, irregular dip in the aspiration slope was noticed. This could elude to the sample probe picking up a piece of fibrin or a bubble. Pre-analytical issue with the sample potentially contributed to the discordantly, falsely elevated tnih result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 instrument. The falsely elevated result was reported to and questioned by the physician(s). The patient was redrawn and the new sample recovered lower than the previous sample. Both the initial and redrawn samples were repeated on an alternate instrument generating lower results, which were reported to and accepted by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.